Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 600 mg/dl and current blood glucose was 254 mg/dl and 154 mg/dl. Customer treated high blood glucose with bolus. The customer backs up has been taking the total and subtracting the 100 for every 100 she takes 5 units. Customer had diabetes ketoacidosis in 198. The customer changed after she was going high and her insulin was that she noticed her reservoir was empty but did not hear the alarm and did a full set change. The customer was getting low alert. The customer had a lot of lows this past year under 40 mg/dl. The customer could have died twenty times, the customer family is familiar with how to correct and has emergencies for low blood sugar and the also has rheumatoid arthritis and two dying parents and very stressful. Her son with a brain tumor. The customer had an extreme low the customer son found her a rescue her, the customer has to take a lot of medication due to the arthritis. The customer had short term memory is going out on her but her long term memory is fantastic. Customer was over 600 mg/dl last night and the insulin pump was delivering last night large dose of bolus and her blood glucose was 254 mg/dl, 267 mg/dl and running in the 200's mg/dl and last night over 600 mg/dl. Everything has been frustrating, the customer is on sleep apnea machine. The customer discontinued the troubleshooting for high blood glucose to start low blood glucose troubleshooting. The customer had blood glucose of 42 mg/dl and 159 mg/dl. The customer does get dehydrated due to sleep apnea machine. Based on customer report customer does not allege pump was over delivering. The patient was disconnected during the rewind and prime sequence. The customer does not notice external damage and has some scratches on the front of the insulin pump. Customer advised to monitor the pump. The device will not be returned for analysis.